Manufacturer narrative:
(B)(4). Date sent: 7/10/2024. Additional information was requested and the following was obtained: patient is 5 weeks post op and is still in the hospital but doing well and moved to peds floor. The pathology of the specimen indicates necrosis and he¿s willing to send the specimen. He felt the anastomosis was not under tension and the common channel was the same size of the colon. He commented he did hold the stapler for compression that the tissue was thicker than thin. And the patient is on bio-logics. Patient suffers from chron¿s disease. Surgeon waited 48 hours to reoperate on the patient even though a leak was suspected. Surgeon informed rep that at the reoperation, only the proximal and distal stitches remained at the anastomosis site. No staples were present. Surgeon confirmed that staples were fired and present during the initial operation. Resection and re-anastomosis were performed at reoperation. The resected tissue was sent to pathology and it was observed that the staples looked over-formed. Surgeon did not clarify what device was used during reoperation. Echelon 3000 45 with blue reloads used during initial procedure. Resect to the hepatic flexure and stated that the anastomosis looked twisted and under pressure.

Manufacturer narrative:
(B)(4). Date sent: 6/11/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: indication for the procedure: ileal stenosis secondary to crohn¿s disease. Preoperative chemotherapy or radiation: infliximab. Underlying condition: crohn¿s disease with possible marginal malnutrition, biologic therapy. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that three days post op of bowel resection with iliocecal anastomosis. The surgeon used three firings with the third firing was the anastomosis. Everything fired and looked normal. The surgeon hand sewed the ootomy, and within 24 hours the patient reported pain. They had some vomiting. By monday morning belly was distended. The patient returned to the or in the middle of the night. The anastomosis had completely fallen apart. The proximal and distal end of the anastomosis where the surgeon use suture was still intact. The patient is currently stable in the hospital. They are waiting on radiology to see staples as they were not viewed during post op surgery.